Event description:
The device has been explanted.

Manufacturer narrative:
The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: massive intracapsular seroma in the right breast.

Event description:
Physician reported right side "massive intracapsular seroma." The device remains implanted.

Event description:
Physician reported right side "massive intracapsular seroma." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, voids in the gel and crease fold. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.